Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to determine hardware low level failure alert due to blank display. Unable to perform the self test and the displacement test due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had hardware low level failure alarm. The customer¿s blood glucose was 9 mmol/l. Customer was able to successfully clear the alarm. The customer reported that they had performed the self test and the test was passed. The fill cannula was recorded in daily history. The customer was advised that insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.